Event description:
A 2.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the stent was pulled apart and off of the balloon, location unk. No additional info has been received. Pt condition is unk.

Manufacturer narrative:
Eval results: other, lack of info, unk details.